Event description:
Additional information received reported the patient¿s pump health care provider did not believe the issues were related to the pump, catheter, or drug effects. The patient reportedly recovered without sequelae.

Event description:
It was reported that "last time" the patient experienced symptoms of over sedation and myoclonic arm movements "they" turned the pump way down. The patient had been given narcan and "then of course" the patient was in withdrawal. The medication being delivered via the device system at the time of the reported event was not provided. Additional informationhas been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID neu_unknown_cath, serial# unknown. (B)(4).